Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 48 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer did not provide further details about the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.